Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope forceps channel was blocked by tissue adhesive. There was no patient involvement.